Manufacturer narrative:
Date of event estimated.

Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced sporadically issues with the barcode scanner, where digits were cut off. The abl90 flex plus analyzer (serial number (B)(6) sporadically reads only the first two digits of the barcode and cuts off the remaining digits. New information received 17mar2026: the patient's name is scanned to identify the blood gas analysis, but a different name appears on the printout. The number 11 appears in the patient ID field! This occurs repeatedly in irregular and rare measurements. The clinic and, subsequently, the manufacturer's technician carry out unsuccessful troubleshooting, but the technician learns from one of his colleagues that he is aware of other rare, similar cases. All of them have the patient ID (B)(6).